Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in good condition. A review of the event history log evidenced the following: "0035> pump turned on (B)(6) 2019 12:06:00 pm. 0036> disposable attached (B)(6) 2019 12:07:00 pm. 0037> pump primed (B)(6) 2019 12:07:00 pm. 0038> error 1871 (B)(6) 2019 12:07:00 pm. 0039> power down (B)(6) 2019 12:07:00 pm." The customer reported product problem was replicated. When the motor was activated it did not turn, and ec 1872 was displayed on the lcd. It is closely related to the 1871 error. This is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. When the pump was disassembled it was found that the motor gear was loose on its axle and was not turning the cam gear. No timing signal could be generated by the flag gear. The investigator determined that the root cause of this product problem was the following manufacturing issue. The motor gear was not securely fastened to the motor axle. The motor gear was tightened to specification, and the pump was reassembled as a result.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1871 during testing of the device. There were no adverse events reported.